Event description:
A portion of the guidewire coating was sheared off during a mediport insertion procedure. The guidewire reportedly became caught on the introducer needle through which it was inserted. When the user pulled to withdraw the guidewire some of the coating was sheared off. Part of the detached material was retrieved, but some portion was left in the soft tissue near the access site in the pt's upper chest. The physician decided that no further intervention was necessary to retrieve the piece of coating in the soft tissue. Add'l event specific info was not available.